Event description:
It was reported that during an unk procedure, after firing the tl90 the surgeon fould all the staples were not formed completely. He changed to a new tl90 and finished the procedure. There was no reported pt consequence.